Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v635198, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v642842, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The patient reported on (B)(6) 2015 that half the time she was vibrating and half the time she was thrashing around, and for the last hour she had been shaking. This began the day prior and she had no falls or trauma. It was noted to be overstimulation. She met with a manufacturer representative (rep) and her healthcare provider (hcp), but they could not seem to get a hold on it. The patient might try turning stimulation off in the meantime to see if that helps at all. The patient's indications for use were parkinson's dual and movement disorders. The cause of the overstimulation and shaking were not reported. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.